Event description:
It was reported that the patient was hospitalized due to low blood glucose (bg) levels of 50 mg/dl, convulsions and vomiting. At the hospital, it was found that the omnipod personal diabetes manager (pdm) delivered a big dose of insulin without explanation, leading to the hypoglycemia event. The patient ate sugar, blood test were ran and patient was kept in observation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
In the case description, the customer reports the pdm delivered a large dose of insulin which led to a hypoglycemic event. The pdm was returned with a pod (lot: pd1k04142111, serial number: (B)(6)) and syringe. No pdm alarms were observed on the date of occurrence. No irregularities were observed with the bolus commands found in the pdm history, ibf, and android log files. No additional bolus commands were observed and all insulin totals were found to be correct. During investigation, pod delivery testing was completed with the pod that was returned with the pdm to confirm the system's functionality. No communication issues were observed during testing and the all boluses delivered during testing were saved accurately in the pdm history. No damages or defects were observed that would result in the pdm over-delivering insulin. The pdm was found to function as intended.